Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the umbilical vessel catheter. The customer reports that there appeared to be some kind of leak coming from under the umbilical cord while the umbilical catheter was being removed. The customer believes that it was a result of an issue with the catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4) requested additional info but no further info was available. If additional info is obtained, the medwatch form will be updated.